Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was hospitalized on the same day for the event. On an unreported date, the pt began treatment for peritonitis with antibiotics (unspecified). Five days after being admitted, the pt was discharged from the hospital. The cause of the peritonitis was unknown. At the time of this report, the peritonitis was resolving, the pt was recovering, the pt was still taking antibiotics and dianeal therapy was ongoing. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13i10013 and h13i23107 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a supplemental medwatch will be filed. Same patient as (B)(4).